Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with pump reset instructions and assisted in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to call back if the malfunction code reappears and acknowledged the instructions given.